Event description:
It was reported that the user received an insulin occlusion alert while using an infusion set with 23-inch tubing, and after checking tubing for kinks the user replaced the infusion site, after which delivery resumed normally and blood glucose, initially elevated at 214 mg/dl, later decreased to 140 mg/dl. Symptoms included hyperglycemia associated with interrupted insulin delivery. Outcomes included transient elevated blood glucose without hospitalization or medical intervention beyond site replacement and hydration guidance. Investigation included user troubleshooting and education over the phone. Investigation of this case revealed that the occlusion condition resolved only after changing the infusion site and reconnecting. It was concluded that the event was attributable to an infusion-set-related occlusion that resolved following supply change and user guidance.